Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging black marks. The reporter alleged she only sees a black mark sometimes on the screen and then sometimes parts of words because of the black marks. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.